Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) with hyperglycemia. The patient's blood glucose reached 390 mg/dl while wearing the pod. The patient's legal guardian removed the pod, but did not properly deactivate it and attempted to activate 7 pods, but none were able to communicate properly due to the original pod still being active. The patient wasn't feeling well, felt dizzy, had stomach ache and some pain a bit higher than the stomach. After not being able to activate a new pod, the patient was taken to the ER. At the ER, the patient received insulin injections and the staff helped the legal guardian activate a new pod. The patient was discharged after 2 hours.